Event description:
Additional information received reported that the patient still had concerns with the device or therapy but was working with their doctor or manufacturer representative.

Event description:
Additional information received reported that the battery was still functional normally. It was noted that the manufacturer representative meet the patient for reprogramming. It was noted that the patient stimulation was turned off. It was noted that a few of the electrodes were reading greater than 20,000. It was noted that the manufacturer representative tried to program around the high impedances but were not able to get the coverage that was needed. It was noted that the patient was following up with the health care professional (hcp).

Event description:
It was reported that the patient had no stimulation sensation. It was noted that the patient had a loss of therapeutic effect and increased baseline pain. It was noted that there was no related accident or incident. It was noted that patient stated that the stimulator battery ¿must have died.¿ it was noted that ¿it had been erratic for a while¿ where the patient would not feel it and then when they moved in a certain position it would kick in briefly. It was noted that this was not even every week. It was noted that now the patient could not get anything from it. It was noted that later the patient stated that it had been ¿erratic ever since it was replaced.¿ it was noted that the patient wondered if they did not feel the stimulation all the time ¿because of nerve damage.¿ it was noted that the patient never turned the implantable neurostimulator (ins) off. It was noted that the pain in the legs was horrible. It was noted that the ins had been stopped completely for ¿weeks now¿ and the patient had been having so much trouble with sitting and had trouble with their legs. It was noted that the patient had pain all the time. It was noted that the patient¿s back also hurt w hen sitting for too long. It was noted that after a trip in the car ¿finished the patient off¿ and the patient spent most of the next day in bed. It was noted that the patient took alternate anti-inflammatories and muscle relaxers along with pain pills. It was noted that it was ¿like someone stuck a knife pick in that one joint and I had electric shocks going down my leg.¿ it was noted that the patient tried lying flat or having their knees up. It was noted that the patient usually felt stimulation when they laid flat. It was noted that only program b worked. It was noted that one program whether increasing or decreasing the programmer did not affect it at all so they were only using b. It was noted that the patient had b up to 3.0 and did not feel stimulation. It was noted that it was verified that the device was on. It was noted that currently b was at 2.6 and the patient did not feel stimulation. It was noted that the amplitude was usually 1.2 or 1.3 ¿because too much stimulation caused the patient other problems now.¿ it was noted that the patient had been reprogrammed previously but had not called the manufacturer representative since. It was noted that the pain was so bad that the patient could not remain ¿functional¿ without the ins. It was noted that health care professional (hcp) discussed a pain pump but the patient did agree with the pump as an option. Additional information received reported that the manufacturer representative would meet with the patient on (B)(6) 2013.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 37743, serial # (B)(4), product type programmer, patient; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2010, product type lead; product ID 7495-51, serial # (B)(4), implanted: (B)(6) 1997, product type extension. (B)(4).